Event description:
It was reported that intermittent ventricular undersensing was observed via remote transmission. No patient symptoms were reported. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.